Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an over infusion of tacrolimus. The infusion ran as a "basic infusion to prime over 10 minutes" starting at 1555 and was noticed to be complete at 1900. A new bag was hung with half the dose. Tacrolimus levels were within normal limits when drawn in the morning in accordance with labs monitored daily. There was no patient harm. The customer's internal investigation stated the event was a medication error, not pump error.

Manufacturer narrative:
The customer¿s report of an overinfusion of tacrolimus was not confirmed; however, it appears that the customer intended to prime the device at 150ml/hr and entered an incorrect vtbi resulting in the larger volume infusing at the priming rate. Physical inspection noted the device to be in fair condition with a crack at the lower door hinge. Review of the pcu event log showed no infusions recorded on the reported event date of (B)(6) 2017. The last time the pump module was programmed was at 5:52 pm on (B)(6) 2017 for a basic infusion at a rate of 150ml/hr with a vtbi of 200ml. This infusion continued until 6:52 pm and the volume recorded as being infused during this period was 120.61ml. Previous programming for this device (on (B)(6) 2017) was for a basic infusion to run at 150ml/hr with a vtbi of 25ml. Once that was completed, the device was programmed to infuse tacrolimus. Functional testing was performed and found the device to be delivering fluid within specification. The root cause of the reported overinfusion of tacrolimus was not identified.